Event description:
It was reported the implantable pulse generator (ipg) was unable to communicate with multiple chargers. The device was later explanted and successfully replaced without complications addressing the issue.

Manufacturer narrative:
The complaint for inability to charge ipg was confirmed. The ipg would not charge with the test charging system. Troubleshooting revealed that the inability to charge was isolated to a leaking capacitor in the battery measure circuit. When the microcontroller detects an error, charging is disabled.